Event description:
It was reported that the event involved a male patient while in the kvkrg (cardiovascular surgery) during insertion. The doctor inserted the intra-aortic balloon (iab) through the sheath via right femoral with no issues. Approx 24 hours later blood was observed in the line and the pump alarm went off immediately. As a result, the iab and sheath were removed together as one unit, but with great difficulty because there was dried blood in the iab. There was not another attempt at the procedure because the patient was stable. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted because they did not have to replace the iab because the patient didn't need it any more. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.